Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with an octopolar lead. It was reported that there was a technical issue and that there was lead dislodgment. The event occurred during follow-up. Event management included lead relocation. The event resulted in hospitalization.

Manufacturer narrative:
Update: the implant date of the other applicable component (the lead) has been updated to (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.